Event description:
When the connection tube was disconnected 7 days after placement, the catheter detached rom the retention clip and fell. The fallen catheter was removed endoscopically.

Manufacturer narrative:
The complaint of the peg feeding tube detaching from the locking clip is confirmed. The notes in this file indicate, "the connection tube was disconnected 7 days after placement." The genie tricuspid plug was returned locked to its locking retention clip. The peg feeding tube was returned loose. The proximal end of the peg feeding tube was observed under magnification and exhibits no impressions in the tubing that would indicate assembly. The proximal end of the ponsky feeding tube has been cut on a near right angle. The locking retention clip was opened and the genie insertion plug was then removed. Next, the genie plug was then inserted into the proximal end of the ponsky feeding tube. The retention clip was then secured to the feeding tube and the genie insert plug. After the device was assembled the examiner then stretched the feeding tube that is attached to the retention locking clip excessively. There was no movement or separation of the tubing from the retention clip. The device had been in place for 7 days prior to the complaint incident. At this time, the exact mechanism of damage is undetermined. Gross visual and microscopic examinations of the complaint sample shows no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.